Event description:
It was reported that patient was told the implant would last nine years but it only lasted six years. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 377875, lot# v013537, implanted: 2007 (B)(6); product type lead. (B)(4).